Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was observed to have low amplitude due to dislodgement. The dislodgement was confirmed via x-ray and fluoroscopy as the patient manifested twiddler's syndrome. In addition, lv lead was repositioned. This lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information from the field representative indicated that the original plan was to reposition the lead but the physician could not pass a whisper wire down the lumen of the lead as the lead was likely clogged. This lv lead was explanted and new lead was replaced. No additional adverse patient effects were reported.